Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and loss of capture. An x-ray was completed confirming the lead was fractured. This lead was then electrically abandoned, however remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and loss of capture. An x-ray was completed confirming the lead was fractured. This lead was then electrically abandoned, however remains implanted. No adverse patient effects were reported.